Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, a portion of the distal tip of a vapr ld suction electrode broke off into the pt's joint space. They do not know if the fragment remains in the body or not.

Manufacturer narrative:
The complaint device was admittedly re-processed. This device is designed, manufactured and licensed as a single patient use device, and then to be discarded. The re-processor, bears the responsibility for the integrity and the eval of the device for its failure. No fault found and no further action is warranted.